Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with adolescent idiopathic scoliosis and underwent pediatric deformity correction. Post-op, set screw was found to be popping off. The set screw was loose. Hence, the patient had undergone revision surgery in which the set screw was explanted. No patient symptoms or complications were reported as a result of this event.